Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2014 requesting contact with patient regardinga claim of low audio output patient experienced on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported low audio output. The root cause was determined to be an assembly error; contamination on speaker diaphragm.

Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2014 requesting contact with patient regarding a claim of low audio output patient experienced on (B)(6) 2014. Dexcom technical support was able to make contact with patient's mother. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.